Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient was trying to increase stimulation and could not. They got an a on the screen with program 1 and when they pressed the up arrow they got code 59 and out of regulation (oor). It was noted that the patient was still at the hospital on (B)(6) 2017 spending the night. The nurse was going to call the doctor. The consumer already called a manufacturer representative (rep) and left a message. No symptoms were reported. Additional information was received from a rep. The rep reported that the patient was getting screen 59 that therapy setting was not available. It was noted that the patient was programmed with a pulse width of 500 microseconds and a frequency of 50 hertz. The rep was to follow-up with the patient. Additional information was received from the rep. It was reported that the rep had the patient turn it all the way down and then turn it back up. The patient kept getting screen 59. The rep had the patient lie on her back and the patient was able to increase stimulation at 3.2 milliamperes (ma), which was what was programmed in the operating room. The patient felt stimulation in the correct location and had no issues. They had the patient sit back up, and the patient felt stimulation stop. They checked with the patient controller and stimulation was showing 1.0 ma. The rep had the patient try to increase stimulation, but they kept getting screen 59. The rep stated that impedance values were around 700-900 ohms at the 3.2 ma, 500 microseconds, and 50 hertz settings. It was noted that they only turned on one lead to keep things simple. The rep stated that the patient was fused from the ninth thoracic vertebrae to the first sacral vertebrae (t9-s1) and the rep wondered if that was the issue. Leaving stimulation at 1.0 ma while sitting upright and having the patient try later on (B)(6) 2017 to see if she could increase any higher, and if not to try again on (B)(6) 2017 was reviewed with the rep. It was also reviewed that if the patient is still having issues, then they may want to run impedance testing again with the patient lying back and then sitting up to see if there is a significant difference. The rep was going to call the patient to discuss further. Additional information received from a rep reported that a rep was to see the patient on (B)(6) 2017. Additional information was received from a rep. It was reported that the patient was seen by the rep on (B)(6) 2017 and the patient was doing fine. The patient got the oor message a few more times over the weekend, but when the rep checked impedance values on (B)(4) 2017, they were all fine. The rep did not know why the patient was getting oor and it did not show up on the rep's clinician programmer. The rep was able to reprogram the patient to get proper stimulation coverage and there were no further issues at the time. It was noted that the rep did not know the patient's weight.